Event description:
Customer reported his sensor readings are inaccurate and caused his insulin pump to go into false threshold suspend mode three times. Customer stated his sensor reading would be 50 mg/dl, but he meter reading would be 126 mg/dl. Customer was advised of proper sensor insertion and calibration methods. He was told to monitor the issue and call back if needed. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened enlite sensor and performed testing. The sensor passed with accurate readings.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.